Manufacturer narrative:
During inspection and testing, service found the adhesive was peeled off. The report of a pinhole in the scope was confirmed. The bending section cover had a pinhole. In addition, the suction cylinder was scratched, angulation was reduced and the angle knob was loose due to stretched angle wires, the adhesive at the bending section was damaged, the insertion tube was damaged due to cleaning, disinfection, and sterilization (cds) method, the insertion tube was deformed, the universal cord was damaged, the adhesive at the distal end was damaged, the connector was damaged, the switch was damaged, there was foreign material on the control body due to insufficient cleaning, the boot was damaged, the scope connector cover was damaged, and the control section was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported there was a pinhole in the bending section cover of the scope. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the adhesive part of the lighting lens was peeled off. This report is being submitted for the malfunction found during evaluation (adhesive peeling). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to the initial medwatch (MFR# 8010047 2022 06836). The aware date should be 24-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the peeling of the adhesive. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to physical stress from dropping or hitting, or from deterioration that resulted from chemical stress during reprocessing. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.